Manufacturer narrative:
The facility stated they do not perform mechanical inspections on their lifts, only a visual inspection. The lift is being retained at the facility, so there is no return expected at this time. Multiple attempts have been made to have the lift returned for inspection and to get additional information about the event and cause of death without success. Should additional information become available, a supplemental record will be filed.

Event description:
The caller states at the end of the actuator where the bolt connects to the boom, the metal sheared off and the bolt was still there. He states the resident was being lifted. The patient fell, which created a respiratory condition. The facility called 911 and the patient passed away at the hospital. He states he is not aware of the actual cause of death.